Event description:
The recipient is reportedly experiencing a chronic infection. The recipient was given several antibiotic therapies, however, the issue did not resolve. The recipient has been a non user of the device for several years. The recipient's device was explanted. The recipient was not reimplanted.

Event description:
The recipient is reportedly experiencing a chronic infection. The recipient was given several antibiotic therapies, however, the issue did not resolve. The recipient has been a non user of the device for several years. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The recipient reportedly healed following surgery and the infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode lead was severed. Slices in the silicone overmold on the top cover were also observed. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.